Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, while the physician advanced a ruby coil through the lantern, the physician experienced resistance and decided to remove the ruby coil. Upon removal, the ruby coil stretched and unintentionally detached inside the lantern. Therefore, the physician pulled the ruby coil out by the filament wire. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.